Event description:
An autotome rx sphincterotome device was used for a endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (a female patient; weight unknown) according to the complainant, "the cut wire would not expose when the cannula was closed. When the nurse closed the cannula handle to expose the cut wire, the cut wire was loose and conformed, or stuck to the cannula tip instead of becoming tight and moving away from the cannula." It was reported that the physician completed the procedure with a second autotome rx sphincterotome device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event in undetermined. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed no other complaints reported for this lot. Product unavailable for analysis